Event description:
The customer reported elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donation #: (b)6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the returned disposable was sent to the fujinomiya manufacturing site for investigation on (B)(4) 2012. (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the manufacturing records were reviewed. Nothing was found that was related to this event. The returned device was checked for proper flow rate, air leaks, particulate removal rates and cationization levels. No problems were found. Regarding the filter assemblies, the lowest value of the average of average cationization levels was within the process control standard, but was relatively close to the lower limit. Root cause: leukocyte reduction failures have been detected, with low frequency, in the product of which the lowest value of the average of average cationization levels is in the lower range. Therefore, there is a possibility that the current lower limit of the average of average cationization levels does not ensure sufficient capture performance. Corrective action: the lower limit of the average of average cationization levels of filter assemblies has been shifted up to >.57 from > .56.